Event description:
Procedure alleged: pelvic organ prolapse and stress urinary incontinence. Reportedly, the pt underwent a procedure for treatment of pelvic organ prolapse and stress urinary incontinence. Allegedly, the pt experienced pain, injury, and has undergone corrective surgery. According to the intraoperative record, the preoperative and postoperative diagnoses included grade ii cystocele and stress urinary incontinence, and the operative procedure included anterior repair with mesh, transvaginal tape obturator, and sacrospinous fixation.

Manufacturer narrative:
(B)(4). MDR ref #: 9615742-2012-00005 (uretexto2). Note: this report corresponds with bard's report (B)(4) for an "avaulta anterior system."